Event description:
It was reported to bioprotect ltd. On (B)(6) 2025, that during bioprotect balloon implantation procedure, the physician raised concerns that the balloon might have been placed within the rectal lumen. The balloon was aspirated and was left empty in situ. The patient was without clinical symptoms and was prescribed prophylactic antibiotics. On a follow-up visit on (B)(6) 2025, the patient complained of pain and rectal bleeding. A pelvic examination was done, and a colorectal surgeon was called. The colorectal surgeon advise on conservative treatment (antiphlogistic), and strict hygiene. The patient visited the ER due to pain a few days later. An anoscopy exam was done confirming a small hole in the rectal wall. A colorectal surgeon indicated that no intervention is required and that the rectal tear is expected to be spontaneously healed. The colorectal surgeon observation was that the patient's pain was related to an existing anal fissure. The patient was discharged on the same day with anal creams and pain relief medications. Currently, the patient is fine; his radiation treatment is delayed.